Manufacturer narrative:
(B)(4). Testing was performed using jact+ cuvette lot# b3jac076. Method code: actual device not evaluated. Process evaluation performed. No related ncmrs identified for this instrument. Cuvette deice history records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.

Event description:
This is a manufacturer's follow-up report to the user facility report referenced above, received by itc on (B)(4) 2013. Risk management coordinator filed medwatch report (B)(4) regarding inaccurate ptt results with the hemochron jr. Signature plus system when compared to the laboratory. Upon subsequent communication, the customer clarified that the test being performed on the hemochron jr. Signature plus instrument was act+ and that ptt testing was not performed on the itc device. During the procedure, the hemochron jr. Signature plus instrument generated a lower than expected act+ result. Reporter did not know the specific value that was generated. Since the result was not as expected, the physician sent a blood sample to the lab for a stat ptt test. No act+ correlations were performed. Pt treatment was based on the ptt laboratory result. Target time of the procedure was not provided. No adverse events reported.